Manufacturer narrative:
Conclusion: device investigations on the received parts did not reveal any device defect which is expected to have been present whilst implanted. As per information from the field, the device was not working within specification, but due to the incomplete received status the root cause could not be detected. Despite several times of requesting no information regarding the circumstances which led to device explantation have been received. This is a final report.

Event description:
Hearing performance with the device was reportedly affected. In situ testing was indicative of a defective device. The user has been re-implanted.

Event description:
Hearing performance with the device was reportedly affected. Information was received that the device was found to be defective. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the limited information received from the field the recipient no longer has hearing benefit with the device and device defect was reported. However, despite requested neither results of in situ testing nor the device has been received for investigation. Further, there is no information on the placement of the floating mass transducer. A root cause for the lack of benefit cannot be determined with the available information.

Event description:
Information was received that the device was found to be defective. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.